Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, a sealed unused pico device, was received, this was evaluated with no faults found. Probable cause is application and the tube connectors may have not been twisted together securely. The IFU offers further guidance. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. The complaint history file contains further instances. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after procedure the pico 7 device keep showing leakage alarm even though pico dressing is shown to be sunken down and show no signs of leakage; the procedure was successfully completed without delay using a pico 1.6 back-up device.